Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the luer-lock tip broke off and remained inside the tip cap when the rn (registered nurse) was going to administer.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: from the photos provided, broken off luer tips were observed. The device history records were reviewed and indicated that the product and specification requirements were met with no non-conforming product identified. Based on all available information, an exact root cause could not determined. All information received will be used for further tracking and trending purposes.